Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. Customer declined troubleshooting for the high blood glucose level and treated with an injection. Customer also stated that the infusion set was releasing itself at the quick release. The customer mentioned that the location of the leak was at the site. The customer was advised to remove the infusion set. Customer stated that she had already changed out the infusion set and threw the leaking set out. The customer was advised to monitor the situation. The insulin pump and the infusion set will not be returned for analysis.